Manufacturer narrative:
(B)(4).

Event description:
This lead was returned without documentation from boston scientific. Per st. Jude, this patient received their ICD on (B)(6) 2015, but they have no information on this lead. The patient&#62688;following physician on record had no information as to why this lead was removed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of both shock coils. It is reasonable to assume that these deformations resulted from the explantation procedure. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.